Event description:
On 1/20/25 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 1/9/25. On (B)(6)2025, the user had been walking in his neighborhood, ate dinner, and went to his room to read. His wife left for the gym, and upon returning a few hours later, found him unresponsive and experiencing convulsions. She called 911, and he was transported to the emergency room. During his hospital stay, staff suspected he may have experienced a heart attack, which could have contributed to multiple dinner announcements in a short period before losing consciousness. His lowest recorded blood glucose level was below 50 mg/dl. He was admitted to the ICU until (B)(6)2025 and then transferred to another hospital for further evaluation of potential heart issues, including blockages identified through CT scans, labs, and other tests. While hospitalized, he was treated with a glucose drip. He is expected to be released soon and will discuss resuming ilet use with his physician.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.